Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dover silicone catheter. The customer states that a foley catheter was inserted into the urethra of a pt, clear urine drained from the catheter. At the conclusion of the case the nurse used a syringe to deflate the balloon of the catheter. She was unable to deflate the balloon. The nurse used a wire and inserted it into the catheter balloon to puncture the balloon. The balloon successfully deflated with the puncture and was removed from the pt with no harm. Pt is reported as fully recovered.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.